Manufacturer narrative:
No product was returned for evaluation. Review of the device history records was also not possible as the item numbers were not provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed.

Event description:
It was reported that during a teleconference in 2009 with the surgeon, a durom patient exhibited a pseudotumor that had eroded through the fascia and manifested as a bump on the leg, slightly distal to the incision. Patient was not experiencing pain. Surgeon performed a surgical procedure to remove the pseudotumor. Devices listed remain implanted.